Event description:
It was reported when using the bd pyxis¿ es server, the user was unable to pull any medications from all machines. The customer reported that the malfunction had occurred when the user was attempting to issue medication to a patient, resulting in a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that the customer trained the nurses on the new features in software release medstation es version 1.8. This was a user training issue. The system functioned as intended after the customer had resolved the issue.